Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found the septum was damaged by the end-user caused by inserting the wrench tool at angles to the setscrew head. Additionally, the setscrew was missing, and cautery marks on the can were noticed. Electrical and mechanical analysis performed indicated normal functionality. Further verification found the pacing parameters within normal range. Review of the device history record (DHR) indicates all steps were completed and signed off without anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure, the device was not pacing the patient. A new device was used to resolve the event. The patient was stable.